Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent inaccurate fill estimates. In addition, it was reported that the touchscreen was unresponsive. During troubleshooting with tandem technical support the touchscreen was functioning as intended. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged fill estimate issue was verified; however the alleged touchscreen issue was unable to be verified.